Event description:
It was reported that "the awl has a chip taken out of the leading end. This is a problem that has happened repeatedly to dr (B)(6)."

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering eval.